Event description:
New information received notes the noise was not reproducible during testing in clinic but pacing inhibition was observed. Programming changes were recommended. There were no reported patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise causing pacing inhibition and auto mode switching. The patient was to be brought in to clinic for further testing. The patient was stable.

Event description:
New information received confirms programming changes were made. The patient was to continue with follow ups in clinic. There were no patient consequences.